Manufacturer narrative:
A steris technician inspected the unit and found the hose had separated at the carbon filter outlet connection. The technician repaired the hose and secured with a worm clamp; the unit was tested and returned to service. The technician found the water pressure to be at 78 psi and lowered the pressure to be within steris' specification of 50-60 psi. The unit was installed on (B)(4) 2011 when the pressure was in specification at 53 psi. Investigation of this event is currently in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a hose disconnected from the system 1e processor causing water to leak onto the floor where the unit was located. The water was contained in the room where the processor was located.no injuries, delays, procedural cancellations or property damage were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).